Manufacturer narrative:
The product will not be returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's infection. No qualification and sterilization records were reviewed because no product lot number was reported.

Event description:
The customer reported after wearing the pod on her abdomen for longer than 48 hours, she noticed her site was red, inflamed, tender, itchy, draining pus and it was 20 cm in circumference. She went to see her doctor who prescribed her antibiotic for her site infection and he is also referring her to a specialist to have her site drain. She did not provide any further information.